Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user found damage on the drainage lumen while placing the catheter. The use of the catheter was immediately discontinued and another catheter was used. Per additional information from the ibc via email 18 nov 2019; ibc reports that there was not any additional information about the product or event.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿product damaged upon arrival¿ with a potential root cause of ¿inappropriate package design¿. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter."

Event description:
It was reported that the user found damage on the drainage lumen while placing the catheter. The use of the catheter was immediately discontinued and another catheter was used. Per additional information from the ibc via email 18nov2019; ibc reports that there was not any additional information about the product or event.